Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was almost 600 mg/dl this morning. The patient administered treatment for his hyperglycemia and when he checked his blood glucose again it was below 400 mg/dl. Troubleshooting for the high blood glucose was declined; the customer stated that he had eaten apple pies and did not bolus enough. The insulin pump was not returned for analysis.